Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There was a loose outlet connector and the problem source is design. DHR review was not completed.

Event description:
It was reported that during the maintenance checkup, looseness in the air passage connection part was observed. No patient involvement.